Manufacturer narrative:
During process of this complaint, attempts were made to obtain weight of the patient. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2020-00793. 1627487-2020-00794. It was reported patient has been experiencing ineffective coverage of pain relief since (B)(6) 2019. Programming was unable to solve the issue and as a result patient had the scs system explanted.